Manufacturer narrative:
The patient ID and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a biopsy of the pylorus procedure performed on (B)(6), 2011. According to the complainant, during the procedure, two biopsies were retrieved. When trying to retrieve a third biopsy, the forceps would not close. The forceps and scope were removed in tandem from the patient. Outside the patient the forceps were cut and removed from the scope . The procedure was completed with another radial jaw 4 biopsy device. Additionally, the device was tested prior to use and no anomalies were noted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual examination of the returned device found that the clevis arms were bent and the distal end was cut by the customer. No abnormalities were noted to the device riveting or welding; both of which were within specification. Functionally, the unit was not tested due to the return condition. The complaint of jaws unable to close was not able to be confirmed due to the device return condition. However, the user indicated that the device was used to obtain two biopsies so the issue likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a biopsy of the pylorus procedure performed on (B)(6), 2011. According to the complainant, during the procedure, two biopsies were retrieved. When trying to retrieve a third biopsy, the forceps would not close. The forceps and scope were removed in tandem from the patient. Outside the patient the forceps were cut and removed from the scope . The procedure was completed with another radial jaw 4 biopsy device. Additionally, the device was tested prior to use and no anomalies were noted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.